Event description:
A 79 yo female had orif of left hip and closed reduction of lt tibia & fibula fracture on 1/18/97. On 4/15/97 pt was readmitted to hosp with fever & dehydration and staphycoccus sepsis. Infection was in cervical spine blood & hip. Hardware removed. All dead bone removed. Pt is on multiple antibiotics. Hip wound is draining. Prognosis poor.